Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an acl reconstruction surgery the device tore near the button. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-1588rt-2j serial/batch number (B)(6) was received for evaluation. Visual inspection revealed that the suture system was broken, and only pieces of the suture were received. The received sutures were tangled and frayed. The evaluation of the button found no sharp edges. Functional testing was performed due to the damage to the device. The most likely cause of the reported failure is user error, using excessive force on the shortening suture strands.